Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a blood glucose (bg) of 386 mg/dl after performing a factory reset on the ilet. The user, who typically weighs food and eats consistent meals, confirmed no leakage or wetness at the contact detach 23in 6mm site. The ilet did not trigger an alert. To resolve the issue, the user planned to change out all supplies if bg levels did not begin to drop. At the end of the call, the event involved the highest recorded glucose of 400 mg/dl, was managed without medical intervention or external assistance, and no symptoms were reported during the event.